Manufacturer narrative:
(B)(4). Was reported that the patient underwent a right colon resection procedure on (B)(6) 2015 and suture was used on fascia/midline continuously. The CT scan revealed wound dehiscence with evisceration and the patient was diagnosed on the seventh post-op day. The patient experienced also a significant fluid drainage from the midline incision with surrounding erythema. It was reported that the patient underwent the re-operation and fascia was closed again with other suture. During the re-operation, the surgeon observed that the suture was intact, but had pulled through the fascia completely on the left side of the incision.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a right colon resection procedure on (B)(6) 2015 and suture was used. The doctor reported that the patient experienced either seroma or minor or major dehiscence. The doctor was waiting on CT scan and was planning on re-operating on the patient. Additional information has been requested.